Manufacturer narrative:
The insulin pump alarmed motor during basic occlusion test and it was unable to prime during prime test due to faulty force sensor resistor. Functional testing was not performed due to motor error alarm. The motor was tested outside of the insulin pump and it passed. The insulin pump also had cracked case on display window corners, minor scratches on the lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose was hospitalized. The customer's blood glucose level was 700 mg/dl. The customer was treated bolus with insulin pump. The patient contacted health care provider for their high blood glucose and stated that they do not have a back up plan. The patient was admitted at advocate sherwood hospital. The customer cause of the emergency room visit per health care provider is diabetic ketoacidosis. The patient is still in ICU being treated. The customer insulin pump will be replace due to motor error.